Manufacturer narrative:
Visual evaluation of the returned device found no anomalies. Functional analysis was performed and the device passed the retroflex test, it extends and retracts within specification. The complaint that the device failed to cut was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue, or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a profile extra small oval snare was used during a cold polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare loop had difficulty cutting through the target polyp causing a hematoma. No additional intervention was required to treat the hematoma. The procedure was completed with this device after applying cautery. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a profile extra small oval snare was used during a cold polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare loop had difficulty cutting through the target polyp causing a hematoma. No additional intervention was required to treat the hematoma. The procedure was completed with this device after applying cautery. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.